Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, ""mid-term results of the biolox delta ceramic-on-ceramic total hip arthroplasty"" written by y. K. Lee, y. C. Ha, j-I. Yoo, w. L. Jo, k-c. Kim, and k. H. Koo and published by the bone and joint journal vol. 99-b, no. 6, june 2017 accepted by publisher 18 january 2017 was reviewed. The article's purpose was to report on a study of a delta ceramic thas to determine the rate of ceramic fracture, to characterize post-operative noise, and to evaluate the mid-term results and survivorship. The data was compiled from 252 patients (286 hips) with a follow duration mean of 66.5 months and average age of 49.7 years (144 men and 108 women). Depuy products utilized: pinnacle cup, corail stem, and coc bearings on all hips. The article captures generalized adverse events, 2 narrative descriptions with patient identifiers and additionally a table displaying 32 patients who experienced implant noise all captured in linked complaints. This complaint captures a (B)(6) year old man with periprosthetic infection treated with articulating cement spacer and antibiotics then received new implants four months post first stage revision surgery.